Event description:
The patient was implanted with 2 leads with the same lot number (for off label use). It was reported the patient is not receiving coverage in the intended area. The patient is only receiving coverage from her left leg up to her rib cage but the system was implanted for back pain. She has never received effective coverage for back pain. The patient has not been reprogrammed since the initial programming session. A referral to a physician is in process.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.